Event description:
It was reported that the patient was admitted to the hospital due to suspected spinal cord stimulator (scs) device malfunction with associated numbness and extremity weakness. The patient was also experiencing overstimulation from their device and frequent implantable pulse generator (ipg) charging issue. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.